Manufacturer narrative:
(B)(4). Device evaluated by MFR: the actual complaint product was not returned for evaluation. A retain sample of ten blisters for the complaint lot was visually inspected for foil, shell, saline, and seal quality defects per (B)(4), ¿lot change maintenance on the linear table and primary packaging line¿. No defects were identified during the retain sample inspection. Product evaluation/investigation included a review of the: complaint history/trend, manufacturing records, component nonconformance history, non-conformance history, in process sampling/control information, equipment logbook, filling/packaging, sterilization, retain sample inspection and training deviations. There were no deviations that would contribute to the nature of the complaint. No root cause was able to be identified based on the manufacturing conditions as all processes were reviewed and found to be within specifications. Per the sterilization effectiveness memo, due to the sterilization cycle used to produce nelfilcon a lenses, it can be concluded that any infection of the eye suffered by patients using lenses that have been terminally sterilized and are taken from an intact primary package cannot be the result of any organism originating from that package. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported on 02jun2019 through telephone, the consumer complained that her contact lens had torn in her eye. The consumer said to have visited an ophthalmologist whom on the other hand referred the consumer to the emergency department. The consumer was informed by the ophthalmologist that she has abscess in her eye and was advised to go through a series of tests to determine any corneal damage, thereafter the consumer was prescribed with an unspecified steroids drops with unknown treatment regimen. Moreover, on the consumer¿s follow up consultation, the consumer was informed that she will be needing to have a corneal shave and was told to have a chronic inflammation in her eyelids. On a succeeding report dated 03jun2019, the consumer mentioned about her hospitalization last month due to the abscess in her left eye. During a follow-up meeting at the hospital, the ophthalmologist said that the consumer has a scar on the cornea and needs to be shaved. In the light of the event, it was reported that consumer shows no more symptoms. Additional information received on (B)(6) 2019, the consumer stated details regarding her hospitalization last (B)(6) 2019 due to le corneal abscess with differential diagnosis of marginal keratitis due to blepharitis. The consumer mentioned to have received cefazolin and gentamicin every hour with unknown treatment regimen during the said hospitalization and was eventually discharged on (B)(6) 2019 with the following orders: ofloxacin drops to be given every hour until night; tobramycin ophthalmic ointment to be given before sleeping; tears substitutes to be given six times a day and was advised to avoid wearing contact lenses until eye care professional¿s approval. The consumer also added to have had a follow up examination at the ophthalmologist on (B)(6) 2019 which states that the consumer does not show any more symptoms. Received additional information on (B)(6) 2019 regarding the location of the corneal scar which is at four (4) o¿clock. In addition to that, it was also clarified that the consumer did not experience any change in the vision.